Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing had ballooned in the pump with excessive pressure, and then the tubing was replaced and primed with tpn, and the pump immediately began alarming "occlusion". The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set was alarming occluded. The following information was provided by the initial reporter: then the tubing was replaced with new tubing which primed with tpn, and the pump immediately began alarming "occlusion".

Event description:
It was reported that the unspecified bd infusion set was alarming occluded. The following information was provided by the initial reporter: then the tubing was replaced with new tubing which primed with tpn, and the pump immediately began alarming "occlusion."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.